Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill was broken. The sr said that the surgeon drilled in the wrong direction and it was technical error of the surgeon.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill was broken. The sr said that the surgeon drilled in the wrong direction and it was technical error by the surgeon.

Manufacturer narrative:
Evaluation summary: the reported event that the tip of the drill bit broke could be confirmed. The sales rep reported that "the surgeon drilled in the wrong direction and it was technical error of the surgeon". Therefore, the root cause of the determined tip fracture of the returned drill bit could be attributed to the user. The tip breakage is assumed to be caused by using the device with a motor in the reverse direction. The device is very blunt resulting in this action, then when the surgeon tried to use the drill in the correct way, the tip broke. Please note that drill bits are recommended as single patient use according the instructions for cleaning, sterilization, inspection and maintenance of stryker osteosynthesis medical devices. Indications for any material, manufacturing or design related problems were not determined in the investigation.